Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. Peritonitis was not caused by a break in aseptic technique. Peritonitis was caused by possible exposure to cats in the patient's home. The patient was re-educated on proper aseptic technique, and using precautions with cats. The patient was recovering. The nurse stated that the event of peritonitis was unrelated to baxter devices or disposable products, or to dianeal solution.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h12a10151. No exceptions were observed that were related to the reported condition. A batch review was conducted for potentially associated lot number: h11l17171. An exception was noted for the batch but does not indicate any issues related to the complaint. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event.